Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report represents the new permanent pacemaker implantations after tavr. Per the article, permanent pacemaker implantation was performed if third-degree or advanced second-degree atrioventricular block occurred in agreement with current recommendation. This is one of four manufacturer reports being submitted for this case. The date of the event(s) is unknown. According to the article the date range for this event(s) is from january 2017 and july 2018. For this reason, the first day of the range was used as the occurrence date. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. There was no allegation or indication a device malfunction contributed to this adverse event. In this case, reporting and capture are being done conservatively. No additional patient or procedural factors were provided that could help determine the cause of the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Article reference: moriyama n, vento a, laine m. Safety of next-day discharge after transfemoral transcatheter aortic valve replacement with a self-expandable versus balloon-expandable valve prosthesis. Circ cardiovasc interv. 2019 jun;12(6):e007756. Doi: 10.1161/circinterventions.118.007756. Epub 2019 jun 6. Pubmed pmid: 31167602.

Event description:
Through the review of the medical article: "safety of next-day discharge after transfemoral transcatheter aortic valve replacement with a self-expandable versus balloon-expandable valve prosthesis " by our affiliates in finland, the authors performed a single-center, retrospective comparison of outcomes in patients who underwent elective transfemoral-tavr with an acurate neo or sapien 3 thv. Clinical end points were defined according to the definition of the valve academic research consortium-2 consensus document. The analysis included 103 patients who underwent sapien 3 implantation between january 2017 and july 2018. The following events were identified among the in-hospital outcomes: 16 patients had vascular complications (10 major, 6 minor). 19 patients had bleeding complications (3 life-threatening, 10 major, 6 minor). 6 patients needed a new pacemaker implanted after tavr. 1 patient had a disabling stroke.